Event description:
The customer reported experiencing a past event of high blood glucose, though the specific value was unknown and displayed as "high." The customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.